Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a lesion that had been pre dilated. It was noted that the stent had moved distally on the balloon, and the distal segment did not fully oppose during deployment. Another balloon was used to fully deploy the stent. A second stent was placed to overlap the distal segment of the first stent. Pt status is listed as "okay".